Event description:
Hyst- cysto-rectocele - bleeding/dr stitched in office. I was diagnosed last year with cystocele. I had a complete hysterectomy and a bladder suspension surgery -tvh. I healed rather well from this surgery and basically did pretty well with this surgery. I had an outpatient surgery and was home in 4 hours with a catheter in me. Yes..home in 4 hours. Then, I started having symptoms again, meaning frequent urination, difficult for bm's, and basically, now my bladder and rectum were falling out of my vagina. Unfortunately, I had a brother pass away in june and unbenounced to us, my sister, -yes, my mother's first born daughter-, changed his beneficiary to herself while he was totally incompetent- he passed away, but he had a resuscitation order and was revived. He was a juvenile diabetic. From the moment he went into the hospital, he had a sugar level of 10. My sister only told us - a lot of the family 6 others of us live in another state-, that he was in intensive care. My other sister went up to the hospital to find out how he was doing and my sister wouldn't let my sister in. He was in the trauma unit on massive equipment because he was on life support. My brother married twice and only had his beneficiary as my mother & father and when my father passed away, 6 days later he changed it to my mother. Thirty four years of being the beneficiary and now we are in a lawsuit. Anyway, I state this, because I have been taking care of this issue rather than taking care of myself. So, come end of august, it was time to take care of myself. I had the cystocele and rectocele surgery. It has now been 4 weeks and I have been on bed rest because I have been bleeding to the point, I became anemic. I have been to the doctor's office on a weekly basis, because he says I have "a raw spot that is not healing". He cauterizes me and sends me home. Well, today, I had surgery in the office. Yes, surgery. He numbs my insides, and probes and prodded me and then decides that it would be best that we stitch the area that it not healing. With 2 nurses holding me and him doing the stitching. He admitted he "didn't do the stitching properly-. I was shaking so bad and he saw that. I asked him if I needed pain meds... He said "no". Well, I'm not going to risk the fact of any pain anymore... So fortunately from the surgery, I have 2 hydrocodones left. Here I have bee set back again. I have been on bed rest for 4 weeks... I can't deal with this anymore, and then I'm leaving the office, the receptionist says I have an outstanding balance. Excuse me, we had to pay my doctor before I had the surgery. I told her I would like to see the bill and let my husband to look at it. I personally would like my husband to hand this bill to this doctor and say "you pay it". This is outrageous that I have not been able to make love to husband and probably won't for another 4-6 weeks. My doctor has been telling me "your such a good trouper", "your emotional handling this well, and wow, I cant believe that didn't hurt. I'm not the kind of person to say this kind of stuff and to be writing this is another thing too. By the way- he also pinched my labia while he was doing the stitching. I yelled ouch, and then he told me sorry. Update: "surgery in the office" well, after I had this "surgery in the office", I developed hives. I was put on prednisone and hydroxyl... But he didn't have the dosage right... So I was dying with the itches. I spent 4 days not sleeping and feeling miserable. I finally decided to go to ER and find out what could be done. They said you need to be put on prednisone again and hydroxyl-atarax-for the anxiety. I had my surgery sept 2 and now my doctor tells me that I should go to another doctor, so he sets me up with a urogynecologist to find out that I am having mesh erosion. Never did he mention this to me at all. He just would say "I'm not healing properly". Doesn't he think I could understand or check out what a mesh erosion is? Today, I still have the hives and still deal with that on a daily basis. Benadryl and hydroxyl is what im still taking. I am reschedule for surgery, which means again 4-6 weeks recovery. I am so frustrated. Honesty is the best policy... And I wouldn't of been in this position. Weekly visit and calling dr. On call at night.